Event description:
Home pt (hp) reports excess air in pt line of homechoice set noted during treatment on homechoice device. No leak noted by hp. Hp notes baxter technician assisted in ending treatment and restarting with new supplies. Hp reports no pt injury or medical intervention required as a result of incident.